Event description:
It was reported that cartridge alarm occurred during load process and customer¿s blood glucose reading showed ¿high¿ with specific value unknown. Customer had not taken any corrective action before calling, and support staff guided customer through proper cartridge loading technique, after which customer successfully loaded new cartridge, resumed insulin therapy, and issue was resolved, with no additional information available about product lot details.